Manufacturer narrative:
At the completion of the investigation, the clinical evaluation was able to confirm the reported aneurysm sac growth. The clinical evaluation could not confirm the reported type 3a endoleak. Additionally there was evidence to reasonably support the following observations; at 25 months a 36% dilation of the main body, a decrease in overlap, and a type 3b endoleak of the inferior stent margin of the proximal extension. The clinical assessment was based on no medical records and adequate patient images. The manufacturing evaluation did not reveal any issues or deviations that would explain the reported event. The manufacturing lot evaluation confirmed all devices met specifications prior to release. The root cause of the reported event is unknown, there is not enough information to determine the root cause of the reported event. The event devices remain implanted in the patient and were not available for further evaluation. The clinical evaluation found further evidence to reasonably suggest the following contributing factor to the reported event; an unresolved type 3b endoleak.

Manufacturer narrative:
The devices involved in the event will not be returned for evaluation, they remain implanted in the patient. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Devices remain implanted in the patient.

Event description:
Patient initially implanted with a bifurcated stent and a suprarenal aortic extension on (B)(6) 2014. Upon follow up, the physician identified a type 3a endoleak with component separation. On (B)(6) 2016 the physician implanted an infrarenal aortic extension to seal the endoleak. The patient was stable post procedure.